Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing soreness at the pocket site. The patient underwent an explant procedure. It was believed that the event was not device related.